Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to reproduce the reported issue of the device not charging defibrillation energy. Physio was able to verify a noisy ECG lead v4. After replacing the ECG connector cable, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue of the device not charging defibrillation energy could not be determined.

Event description:
The customer contacted physio-control to report that their device would not charge defibrillation energy. Additionally, it was reported that the device was unable to aquire a 12-lead electrocardiogram (ECG), as the chest leads did not work. The event occurred on a (B)(6) female patient. Physio-control has made several attempts to contact the customer in order to obtain the patient outcome; however, no response has been received yet.